Event description:
It was reported that during reprocessing that a piece of insulation was missing from the monopolar cautery instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument was missing insulation. The main tube insulation exhibited damage along the proximal end with tube insulation removed. Engineering concluded damage may be due to mishandling. An additional observation not reported was a damaged prong at the tip of the instruments snake wrist where the cautery spatula tip was installed. One of the electrical assembly contact prongs was missing and no longer seated in the track. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.